Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 250 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted due to moisture damage. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, cracked case at display window corners, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and a stained address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).